Manufacturer narrative:
Additional information was obtained regarding the reported event. The prograsp forceps instrument was evaluated further by the intuitive engineering department. The initial failure analysis findings were confirmed. Thermal damage was found on the main tube. Engineering found that a monopolar curved scissors (mcs) instrument was also used during the procedure. The user manual warns to use caution when using monopolar instruments, as active energy from the monopolar instrument may transfer to the second instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair, the prograsp forceps instrument started smoking. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information as provided by the site employee: the instrument was inspected prior to use. There was no damage noted. The issue was first observed when the instrument entered the chest cavity. The surgeon was unsure of what caused the issue to occur. The instrument did not collide with an energy instrument. Arcing was not observed. There was no injury to the patient. The suspected instrument has been sent back for failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of main tube other to be related to the customer reported complaint. The prograsp forceps instrument was analyzed and found to have thermal damage on the main tube at the distal end. Since the instrument does not release energy, and as such the source of the thermal damage is unknown at this time. The instrument will be transferred to the engineering team for further investigation. A monopolar curved scissors (mcs) instrument (part number: 470179-19, lot number: k11220607-0357) was used together with the prograsp forceps during the procedure. The mcs instrument and its tip cover (part number: 400180) were not returned for the failure analysis. This complaint is considered a reportable event due to the following conclusion: it was alleged that ¿the prograsp forceps started smoking¿ after the start of the procedure. An allegation of the instrument smoking and failure analysis confirmed thermal damage had occurred at the distal end has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the smoking event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.